Event description:
A (B)(6) male pt's wife contacted zoll customer support to report constant check te messages. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (check te messages) has been confirmed. Upon eval. There was an open pulse wire inside the cable connecting ECG electrodes a and b. The cause of the check te messages is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.